Event description:
It was reported that the insulin pump made a strange noise during rewind. No further information reported.

Manufacturer narrative:
Insulin pump was received with noisy motor when performing motor rewind due to faulty motor. Pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.